Event description:
It was reported that the patient experienced exit block. There was high thresholds, high impedance, no sensing and confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.